Manufacturer narrative:
Device has not been returned for evaluation. Information in this report is based on information provided by a distributor and analysis of manufacturing records. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges, "three blades that were reportedly dull upon use.".